Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the tensioning knob broke upon tightening the sutures. The implant was removed from the bone and the procedure was completed with a back up speedscrew 5.5 implant, after drilling a new bone hole. There were no significant delays or patient complications reported as a result of this event.